Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01111. The revision reported may have been the result of polyethylene wear, osteolysis, femoral loosening/debonding, and instability as stated in the legal documentation and operative notes. The femoral loosening/debonding may have been the result of failure of the cement used to secure the femoral component to the femoral bone. However, this cannot be confirmed as details regarding cementing technique or environmental conditions were not provided. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation, and images of the explanted devices and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, approximately twelve (12) years later, the patient experienced pain, instability and osteolysis. As a result, the patient underwent a right knee revision procedure to address prosthesis wear and loosening. A revision operative report was provided. Intraoperatively, bone loss was observed. The femoral component was noted to be loose and debonded of any cement. The patella component was noted to worn. The patient was revised to another manufacturer's construct. The patient transferred to the recovery room in stable condition. No additional information is available.